Manufacturer narrative:
(B)(4). D10: 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length j7864334 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the collar of the screw broke in half while the surgeon was inserting the screw into the cup leaving the remaining head of the screw proud within the shell. No known impact or consequence to the patient.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. As per IFU, the user should "carefully read all instructions and be familiar with the surgical technique prior to use". As per surgical technique, a drill guide should be used during the procedure. As per follow up, a drill guide was not used in the procedure. It is unknown if the root cause is attributed to not following instructions. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d4, g3, g6, h2, h4.

Event description:
It was reported that the collar of the screw broke in half while the surgeon was inserting the screw into the cup leaving the remaining head of the screw proud within the shell. The surgery was completed with a second device. No known impact or consequence to the patient.